Manufacturer narrative:
This report is submitted on december 02, 2021.

Event description:
Per the clinic, the patient experienced poor magnet retention and was subsequently hospitalized (specific date not reported). The patient was placed under general anesthesia on (B)(6) 2021 for a skin revision surgery. Subsequently the patient experienced a post-operative infection and swelling. The wound has reported to have improved. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.